Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens, and another same model lens was implanted. Suture were required to close the incision.